Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment showed no relevant error messages or warnings. During the start-up, the system passed all initialization steps without any relevant deviation. The user performed a gas change and skipped the scanner test, performed the necessary energy, eyetracker and fluence test without any issue. The logfile showed multiple successfully performed treatments. No technical error messages were found in the logfile. The related treatment cannot be identified but the review of the complete day shows no abnormalities or deviations. The user has not performed an energy check before each patient. The energy was stable the whole day. All treatments were performed without interruption. No abnormalities or deviations could be detected in the logfiles which could contribute the reported issue. According to the engineer, there were no problems with under-correction on the following operating days. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A field service engineer reported three out of six patients operated on during the same day had an undercorrection. The patients were not in a row. Patient two, four and five were affected. The laser passed tests normally on that day. Additional information was received. No system error/warning messages were displayed. Undercorrections values post lasik were between 0.50 and 2.00 diopters. The doctor does not want to communicate any data. According to the engineer, there are no problems with undercorrections on following operating days. There are multiple related reports for this facility. This report addresses patient four and other manufacturer reports will be filed.